Event description:
A customer reported that a system message appeared when the staff changed the mode from laser to cutter. The system was rebooted but the screen became blue. The staff unplugged the power cable but the system could not be shut off. The case was not able to be completed. Unspecified patient harm was reported. Additional information has been requested but none has been provided to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).